Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the internal self-test failure. The non-return valve (nrv) assembly was replaced to address this issue. The touch screen was confirmed to be operable during device evaluation. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.